Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was found at 14-14.2cm from the helix, consistent with friction to another device. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.